Event description:
It was reported that a user contacted support concerned the ilet "shouldn't let him go low," describing that after breakfast his glucose rose and then dropped. Review of device data showed missed meal announcements, and the user interface feature for meal announcements was clarified, with education provided on proper use and oral glucose for lows as needed. Symptoms included episodes of hypoglycemia and hyperglycemia ranging from 22 mg/dl to 669 mg/dl. Outcomes included serious injury requiring unexpected medical intervention in the form of oral glucose. Investigation included communication with the user and analysis of user-provided information. Investigation of this case revealed no device malfunction, a usage problem related to improper or incorrect method and failure to follow instructions, and involvement of the user interface component. It was concluded, based on previously established findings for similar reports, that unintended use error and failure to follow instructions caused or contributed to the event.